Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting of the guide catheter, approximately 1.5 inches of the sheath distal end broke off, and remained around the lead. The broken sheath portion had to be cut off of the lead. No patient complications have been reported as a result of this event.